Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained from back to back blood tests of 191 and 92 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 177 mg/dl using truetrack meter and 198 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is 01/10/2017. Customer stated he tests four times a day. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:92 mg/dl and 191 mg/dl.